Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including running daily/weekly/monthly self tests, on/off current testing, patient and circuit impendance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. The main board will be replaced as a pre-caution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.